Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found blocked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The catheter will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed inside the catheter extension lines. Initial visual analysis did not reveal any relevant defects or anomalies. After performing functional testing (see below), a blockage was encountered when flushing the medial extension line. A long pin gage was inserted through the medial extension line. Large quantities of congealed biological material were observed exiting the medial skive hole. Once the biological material was removed, the extension line flushed as intended. The catheter body length from the juncture hub to the distal tip measured 221mm , which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.40mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. A lab inventory arrow raulerson syringe (ars) filled with water was attached to all three extension lines and flushed. A blockage was encountered when flushing the medial extension line. A lab inventory long pin gage was inserted through the medial lumen. Large quantities of congealed biological material were observed exiting the skive hole. Once cleared, the medial line was flushed a second time. The line flushed as intended. No defects or anomalies were observed when flushing the proximal and distal extension lines. Performed per IFU, "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush lumen(s) to completely clear blood from catheter". The report of a blocked catheter was confirmed through complaint investigation. Visual and functional analysis revealed that the medial extension line was blocked by congealed biological material. Once the biomaterial was cleared from the catheter, the medial extension line flushed as intended. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found blocked during patient use. No patient harm reported. The patient's condition is reported as fine.